Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was intact and there was no physical damage. Functional testing was able to duplicate the reported problem. The root cause of the reported issue was found to be low flow rate. The flow restrictor was replaced to brine the flowrate. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the reading was inaccurate. No patient injury was reported.